Event description:
It was reported to philips that tempus ls and tempus pro had difficulties connecting. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Updated event date.

Manufacturer narrative:
Updated date received by mfg (rfb) from 08/05/2025 originally reported on MFR report number 3003832357-2024-00543 to 08/04/2025.